Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).

Event description:
Customer called to report that reagent probe b started leaking when calibrations and controls were being run on the unicel dxc 800 synchron system. The field service engineer (fse) inspected the instrument and replaced the external probe wash valve for reagent probe b. The fse then primed the system and successfully ran controls. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.